Event description:
Additional information later reported the patient underwent withdrawal symptoms when the pump stalled without recovery. The cause of the stall was unknown. The managing hcp had done some interrogating of the pump and that had resulted in finding that the motor had stalled and not recovered. The pump and catheter were replaced and per the reporter the patient should now have adequate therapy. Additional information later reported the hcp office stated they increased the dose to 200ug/day on (B)(6)-2014. Additional information later reported a motor stall prior to eol. The patient recovered without sequela.

Event description:
It was reported that multiple motor stalls and recoveries were seen in pump logs. It was unknown when they began. Since (B)(6) 2014, there had been ten stalls. One of the stalls was only 5-6 hours. The most recent motor stall had not recovered and had been stalled for more than two days. The patient was admitted to the hospital over the weekend prior to the report, but hadn¿t noticed any symptoms. The patient went in because she heard an alarm. The patient did not have a magnetic resonance image (MRI). It was unlikely that any magnets were used near the pump while the patient was in the hospital. At the time of this report, a manufacturer representative was on his way to see the patient and the healthcare provider (hcp). Follow-up information indicated that stalls occurred on (B)(6) 2014 at 11:50 with a recovery at 7:42, (B)(6) 2014 at 2:00am with a recovery at 7:00pm, (B)(6) 2014 at 7:00am with a recovery at 7:00pm, (B)(6) 2014 at 8:00am with a recovery at 7:30pm, (B)(6) 2014 at 8:13am with a recovery the following day at 5:28am, (B)(6)2014 at 7:52am with a recovery the following day at 3:50am, (B)(6) 2014 at 7:40am with a recovery two days later at 7:43am, (B)(6) 2014 at 3:30pm with a recovery at 10:00pm, (B)(6) 2014 at 6:00am with a recovery around the same time, and on (B)(6) 2014 at 7:05am with no recovery and a tube set message two days later. At the time of this report, the patient was doing fine. The device system was used to deliver baclofen. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and-or wear and-or lubrication, stall due to shaft-bearing.

Manufacturer narrative:
Product ID: 8703w, lot# l48815, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Manufacturer narrative:
The ¿date received by manufacturer¿ on MDR follow-up #2 should have been 03/25/2014.

Manufacturer narrative:
.

Event description:
Additional information later reported the case was scheduled for tentatively next tuesday (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.